Event description:
It was reported by the caller that their son had a keypad anomaly on the insulin pump. Customer had the pump in a sports bag and water got onto the pump. None of the buttons are working on the pump. Customer's blood glucose level was 117 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a broken belt clip slot. Moisture damage was noted on the lcd board and on the motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)